Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had low pitch sound during rewind. The customer was assisted in rewind process and the noise stopped. Customer's blood glucose was 405 mg/dl, treated with manual injection. Customer declined to do troubleshooting. No further information provided.